Event description:
Related manufacturer reference number: 2017865-2022-08431. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information was reported.

Manufacturer narrative:
The ventricular lead was returned due to patient death. A partial lead was returned in one piece for analysis. Electrical and visual analysis found no anomalies expect for procedural damage.